Manufacturer narrative:
(B)(4). The device was discarded. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified mid circumflex artery. An atherectomy catheter was used in an unknown existing stent implant. It was decided to use a balloon catheter inside the stent after the atherectomy. A 2.5 x 20 mm trek was advanced to the lesion and inflated when the balloon ruptured at 6 atmospheres. There were two other non-abbott balloon catheters that also ruptured when inflated in the implanted stent. The procedure was completed by placing an unknown stent inside the existing stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.